Event description:
An international distributor contacted dexcom technical support on (B)(6) 2013 to report inaccuracies between the patient's cgm and blood glucose meter, which the patient experienced on (B)(6) 2013. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.